Event description:
Tip of 2mm ring curet used at depth of 10mm disattached during use in bone. Found to not be free but embedded in bone. Event occurred during drilling of subchondral bone of left knee arthroscopy. Metal fatigue per md.